Manufacturer narrative:
Additional information added to b5. Correction to h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). Available information suggests patient factors likely contributed to the event as the patient has a medical history of vast comorbidities (hyperlipidemia, diabetes mellitus type I, and chronic kidney disease). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information was received through medical records. The medical records mentioned a tee was performed that showed there is calcification and restriction of 2 leaflets. Aortic regurgitation appears moderated and is intravalvular with a mean gradient of 27mmhg. The elevated gradients were noted to be likely from a combination of prosthetic valve stenosis and regurgitation. A cardiac CT scan, performed approximately one month prior, noted a bioprosthetic aortic valve appears well seated with no obvious thrombus or pannus. Minimal hypoattenuated leaflet thickening is noted. The valve leaflets are mildly calcified and thickened. At about the time of the CT scan, the patient was seen in consultation cardiology. The patient indicated they experienced worsening dyspnea on exertion.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 6 months, 29 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presented stenosis, and is now in need of a new aortic valve. The patient is being reviewed for a possible double valve approach or surgical aortic valve replacement and open sapien valve in mac.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event for stenosis was empirically confirmed based on the provided information. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.